Event description:
It was reported, "revision of right hip due to patient's osteolysis of right hip. Stryker head was revised. The acetabular component is competitor product."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown c-taper 28mm +10 cocr head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.